Event description:
It was reported that the patient presented in clinic. Interrogation of the right ventricular lead noted an isolated event of noise. Programming changes were performed. There were no patient consequences.